Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Despite good faith attempts the user culture results were not shared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. For the foreign material found in the device evaluation, the foreign material could not be identified and a root cause could not be determined. However, it is likely that it may not have been removed due to leakage as leakage was detected from the angulation control knob and scope connector. The following is included in the device IFU: reprocessing manual_ leakage testing of the endoscope_ perform the leakage test "caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. In addition to the positive culture test reported in b5, the device evaluation found the following: the plastic distal end cover had foreign material attached, the surface of nozzle had foreign material attached, due to damage on the up/down knob the water tightness was lost, due to damage on the right/left knob the water tightness was lost, the flexibility adjustment ring had a scratch, the grip had a scratch, the switch box had a scratch, the shaft guide had corrosion due to water leakage, due to deformation of the mount stopper the water tightness was lost, the scope connector cover unit had a scratch, the scope connector case unit had a scratch, the plug unit had a scratch, the label on the scope connector was damaged, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the light guide lens had a crack, the connecting tube was snaking, and the universal cord had coating peeling. Prior to the device evaluation, the device was sent out for additional microbiological testing, and no detections were observed. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. Air/water was aspirated through the instrument/ suction channel with a suction pump using mh-948. During manual cleaning, the detergent used was bodedex forte. The instrument/ suction channel, the suction cylinder, and the instrument channel port were brushed. The disinfectant used was korsolex endo-cleaner and the channels were flushed with water. The automated endoscope reprocessor (aer) used was bht - cantel with korsolex endo-cleaner detergent and disinfectant. The water quality was controlled and the filter was not replaced periodically in accordance with the instructions for use. The device was dried by blew by clean compressed air and dry process of aer/ wd and stored in a simple cabinet. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation report indicated the channels of the scope were cultured and there were no detections or observations reported. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.